Event description:
The initial reporter received a questionable lipase colorimetric assay result from one patient sample tested on the cobas 6000 c501 module. The initial result was 248.6 u/l. The repeat result was 31.4 u/l. The initial result was deemed elevated and not reported outside of the laboratory. The result within the normal range was reported based on the patient's clinical history.

Manufacturer narrative:
The serial number of the cobas 6000 c501 module is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The calibration report provided by the customer shows a lot of flags. The qc recovery was within specifications, with the exception of two times when it was out of specification. No product problem identified. The investigation was unable to determine a direct root cause, as additional information was not provided.